Manufacturer narrative:
The customer called technical assistance center (tac) and reported the device stopped displaying scope image after a procedure. The customer described the cabling to tac: the cv-190 digital visual interface (dvi) out goes to the monitor with ¿no sync¿. The customer will ask their local information technology (it) to obtain another dvi cable and swap to see whether they get the video signal on the monitor. The customer will call tac if this doesn¿t resolve the issue. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image during maintenance. There were no reports of patient involvement.